Manufacturer narrative:
Gtin: (B)(4).

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. A cavotricuspid isthmus ablation was performed and a steam pop was noted; however, the patient remained asymptomatic. Transseptal puncture was performed and the ablation catheter was advanced in the left atrium to isolate the pulmonary veins. The left pulmonary veins were isolated successfully and the ablation catheter was moved to the right pulmonary veins, at which time the patient became hypotensive. The ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The physician indicated the cardiac perforation was likely in the right atrium near the posterior septum. The patient was discharged the following day. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.